Manufacturer narrative:
Analysis of the pump serial number (B)(4) found no anomaly. (B)(4). Interrogation of the pump determined it was used to infuse gablofen 2,000 mcg/ml at 2,069.3 mcg/day.

Event description:
The patient and managing doctor reported that the patient was getting intermittent therapy with no rhyme or reason as to the cause; they were unable to get a consistent dosing for the patient. The health care professional indicated that they had intermittent pump failure which seemed positional. It was noted that they performed multiple x-rays, multiple rotor/catheter studies, withdrew cerebrospinal fluid from catheter access port but the results of these studies and x-rays were not reported. Surgical intervention was performed and the implanting doctor explanted and replaced the pump and catheter. The device system was used to deliver gablofen. The final outcome was not reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.